Event description:
It was reported that when the patient was first implanted the health care professional had her device set at 0.50 volts, but that setting jolted her. The patient kept the device around 0.30 to 0.35 volts for best results. It was noted that it took the patient a long time to begin to empty her bladder. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va013qa, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Follow up reported the patient did not have concerns with their device or therapy and the patient received assistance from their doctor or medtronic representative and their concerns were resolved.